Manufacturer narrative:
Product complaint: (B)(4). Date of report: 01/25/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a suture and a detached needle product code pdp6659h was returned for analysis. Upon visual analysis of the returned sample revealed that a fracture was observed at the tip 4 of the needle. The barrel hole was examined under 20x magnification and a needle part separated from the needle wall. As per returned conditions of the sample no functional test could be perform. Further analysis of the needle was performed to assess the broken area. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional information was requested, and the following was obtained: the needle tip broke. X-ray was taken, and there was no problem with the patient.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Lot number? Procedure name and date? Event date? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle tip broke. X-ray was taken, and there was no problem with the patient. There were no adverse patient consequences reported. No additional information was provided.